Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 1 patient sample on a cobas pro c 503 analytical unit. On (B)(6) 2022, the initial cl result of 77.8 mmol/l and the na result was 108.8 mmol/l. The results were reported outside of the laboratory. The doctor questioned the results and a new sample was collected that gave normal results. On (B)(6) 2022, the original sample was repeated by the customer. The repeat cl result was 96.9 mmol/l and the na result was 137.6 mmol/l. The second sample collected was also repeated and the results matched the first sample's repeat results. The second sample's initial results were deemed correct. The na and cl electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
Qc was acceptable on the day of the event. The field service engineer found that the degasser pump was not functioning properly or generating any alarms. The degasser system was repaired, the sample probe was cleaned, degasser tubing was rerouted, and mechanical, operational, and precision checks were performed successfully. The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022. The customer stated verbally that qc recovery was acceptable. The alarm trace showed a sample foam detection error. This is an indicator of possible poor sample quality. The service maintenance actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.